Event description:
Used ciba clear care for soft contact lenses. Uses term "no rub" as used by other mfrs designating it as an "all in one" solution. This product requires a special lens holder and a warning not to use on contact lenses before inserting. The instructions are on a circular band at the top of the bottle which for the irritation it causes should be more prominently displayed. I experienced sclera burning and redness and what appears to be an ulceration on the sclera. (B)(6). Diagnosis or reason for use: soft lens cleaning. Event abated after use stopped or dose reduced?: no.